Event description:
Allegedly revised for unknown reasons. Stem was not revised.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed; however, the product was not returned.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01722.